Event description:
On (B) (6) 2009, the patient reported her insulin cartridges are not fitting securely into the cartridge chamber of her insulin cartridges. The patient stated there is no damage to individual cartridges or to the cartridge box. She said she adjusted the device piston rod to 315 when she inserted the cartridge. Proper adjustment of the piston rod and changing of the cartridge was reviewed with the patient. Courtesy sample cartridges were sent to the patient. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product is available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.